Event description:
It was reported that the patient had stimulation issues despite multiple reprogramming attempts. The patient would feel overstimulation and at most times the stimulation was inadequate. It was also noted that the stimulation would cause heart palpitations and stiffness or heaviness of the legs. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1432. Sn (B)(6) the returned ipg was analyzed passed all tests and did not reveal any anomalies.

Event description:
It was reported that the patient had stimulation issues despite multiple reprogramming attempts. The patient would feel overstimulation and at most times the stimulation was inadequate. It was also noted that the stimulation would cause heart palpitations and stiffness or heaviness of the legs. The patient underwent an ipg replacement procedure.